Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 680 mg/dl. Customer did not mention any symptom. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 680 mg/dl. Customer current blood glucose level was 236 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leak but their air bubbles in the tubing and reservoir. Customer did not report bolus wizard. Customer did not troubleshoot a pressure test. Bolus wizard was not confirmed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer reports site was changed on (B)(6) 2018. Customer did not mention if the set was bent but got high blood glucose reading with the new set. Customer has been using insulin pump system within 48 hours of reported high bg event. The names of the hospital (B)(6). The reporter phone number was unknown. Customer was treated with fluids and potassium. Product was returned and passed all the tests. The customer was not using auto mode feature during the serious injury.